Event description:
Customer states there are air bubbles in the gel of tube. Customer provides photo. Product expired april 17, 2022. Quest continues to address the issue of serum gel separation leading to cell leakage through the gel barrier into the serum. Quest is requesting analysis on the gel component, the appearance of gel bubbles, and the contribution this may have to the issue of cell leakage based on the condition: does gel bubble(s) affect the viscosity, and/or density of the gel separator. In addition, are there any other influences from gel bubbles that can lead to issue of cell leakage. Customer supplied photographs of tube with gel bubbles (us lot) and the specimens with cell leakage. Note, validated centrifugation by quest is using the drucker 642e at 10 minutes and 1600 rcf.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and are still in process for evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint statement (B)(6). Received (B)(4) of 455071p/b20103tn for evaluation. Received customer pictures. The material/batch expired (april 2022) and should not have been utilized past their shelf life. We have no remaining inventory of this material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cuase of the event cannot be determined. Corrected data: h3: insufficient samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.